Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with manual tube release out of position was confirmed during product evaluation. The root cause of the reported problem was determined to be dirty plastic prisms. Appropriate action was taken to correct the reported problem by replacing the pump head module. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of the manual tube release out of position. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.